Event description:
Patient reported that he wants a new nebulizer because it is not working properly. It is unclear if patient was referring to the vios lc aerosol delivery system or the nebulizer pari plus lc. Unknown if patient experienced any adverse effects or missed doses as a result. Unk if doctor is aware. Indication: chronic obstructive pulmonary disease, unspecified. Nebulizer system: use as directed with ohtuvayre: inhale the contents of 1 ampule via nebulizer 2 times a day. No additional dates, information, or details were reported. Reported to (B)(6) by pt/caregiver. Ref report: mw5168105.